Manufacturer narrative:
The returned device had the cannula assembly not deployed and the pink slide insert was not visible in the viewing window. The downloaded data shows timeouts and a drivestall at the end of the run. Replication of the drivestall was unsuccessful. The device was able to be reset, but could not be paired to a separate pdm. However, a power supply was used to actuate the sma wire assembly and the ratchet gear rotated without any difficulties and the needle mechanism deployed as intended. Inspection of the needle mechanism and drive mechanism found no damages or defects that would cause a drivestall. The cause of the drivestall and reported failure of needle and cannula to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.